Manufacturer narrative:
Concomitant product: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient had stimulation in the wrong location. On ¿program a,¿ the patient felt stimulation in the left leg while lying down and felt stimulation in both legs and the upper back while upright, which wasn¿t how it was supposed to be programmed. ¿program c¿ and ¿program a¿ seemed to be ¿mixed up.¿ the ¿entire stimulator¿ was ¿freaking out.¿ the patient saw an ¿a¿ in a circle while on the ¿program c¿ screen, which was noted to have made no sense to the patient. The patient¿s stimulation had changed after the patient¿s foot had fallen into a sink hole while riding a bike and the patient caught herself on a fence. The patient had stated that it wasn¿t a ¿fall¿ that would have affected her back.